Event description:
The customer reported, the system is locking up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and retaped the input transformer. System operates as intended. (B) (4).